Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the insulation was damaged. Testing was performed and the complainant's experience was able to be replicated when the unit was rubbed against the inside of a reusable metal cannula. Based on the condition of the returned unit, it is likely that the reported event was caused by repeated contact with a reusable metal cannula. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "lap hiatal hernia repair, gg fistula take down, bilateral salpingectomy" event description: "when used at beginning of case, noted not to have been very well, connections checker, noted unusual sound when used. When withdrawn, found melted area mid shaft. Changed cord and unit with different lot number, case proceeded without incident. No known harm to patient." Additional information was received via email from materials manager on friday november 3, 2017: "the scissor sleeve did not come into contact with another instrument. Monopolar energy was activated when damage occurred. There was no burning/arcing. It did not cause any damage to the tissue. The product will be returning." Type of intervention: "changed cord and unit with different lot #" patient status: "no known harm to patient."